Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a 24-year-old female patient (gravida 8, para 4) who had essure (batch no. C61074) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube(s)" in 2015 and device monitoring procedure not performed "she did not undergo essure confirmation test" in 2015. The patient's past medical history included migraine, headache, parity 4 ((B)(6) 2006, (B)(6) 2009, (B)(6) 2014, (B)(6) 2015) and c-section (complication: low blood pressure). Previously administered products included for an unreported indication: depo provera and nuvaring. Concurrent conditions included female sterilization, postpartum depression, cervicitis (inflammatory disease of cervix) and uterine inflammation. Family history included heart disorder (my oldest daughter has a heart defect). Concomitant products included drospirenone + ethinylestradiol + levomefolate calcium (safyral) for birth control as well as cyclobenzaprine hydrochloride (flexeril) and fluoxetine hydrochloride (prozac). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/light to heavy bleeding"). In (B)(6) 2015, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge/large amount of discharge and blood"). In 2015, the patient experienced headache ("headaches/suffered severe headaches three times a week or more"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)/pelvic hurts during sexual intercourse"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain: abdomen") and back pain ("pain: back"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence"). In 2016, the patient experienced device expulsion ("migration of essure device: essure device was in my cervix prior to my hysterectomy/expulsion of essure device"). In (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she underwent hysterectomy (full)/bilateral to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device expulsion, abortion spontaneous, pregnancy with contraceptive device, headache, urinary incontinence, dysmenorrhoea, abdominal pain and back pain outcome was unknown, the pelvic pain, female sexual dysfunction, dyspareunia, migraine and weight increased had not resolved, the vaginal haemorrhage, menorrhagia and nausea had resolved and the vaginal discharge was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, perforation, pregnancy with contraceptive device, urinary incontinence, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 227 lbs. Per pfs: she did not allege that essure caused birth defects. Per mr: insertion details: essure device placed in each fallopian tube. There were 2 coils visible on the left and 6 coils visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Most recent follow-up information incorporated above includes: on 13-jun-2018:reporter information was added. This case concerns 24 year old patient. Her demographics were added. Her historical/concurrent condition was added. Essure lot number was added. Essure indication was added. Concomitant medications were added. Following events: migration of essure device: essure device was in my cervix prior to my hysterectomy/expulsion of essure device (previously reported as dislocation); headaches/suffered severe headaches three times a week or more, abnormal bleeding (vaginal/menorrhagia); apareunia (inability to have sexual intercourse); bladder or urinary problems or changes: incontinence); (dyspareunia (painful sexual intercourse)/pelvic hurts during sexual intercourse); migraines; nausea; weight gain; dysmenorrhea (cramping); pain: abdomen; pain: back and she did not undergo essure confirmation test were added. She had recovered from event: pelvic pain; abnormal bleeding, nausea and was recovering from the event: vaginal discharge. She had not recovered from event: dyspareunia/apareunia; headaches and weight gain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a 24-year-old female patient (gravida 8, para 4) who had essure (batch no. C61074-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube(s)" in 2015 and device monitoring procedure not performed "she did not undergo essure confirmation test" in 2015. The patient's past medical history included migraine, headache, parity 4 (B)(6) 2006, (B)(6) 2009, (B)(6) 2014, (B)(6) 2015) and c-section (complication: low blood pressure). Previously administered products included for an unreported indication: depo provera and nuvaring. Concurrent conditions included female sterilization, postpartum depression, cervicitis (inflammatory disease of cervix) and uterine inflammation. Family history included heart disorder (my oldest daughter has a heart defect). Concomitant products included drospirenone + ethinylestradiol + levomefolate calcium (safyral) for birth control as well as cyclobenzaprine hydrochloride (flexeril) and fluoxetine hydrochloride (prozac). In (B)(6) 2015, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge/large amount of discharge and blood"). In 2015, the patient experienced headache ("headaches/suffered severe headaches three times a week or more"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)/pelvic hurts during sexual intercourse"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain: abdomen") and back pain ("pain: back"). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/light to heavy bleeding"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence"). In 2016, the patient experienced device expulsion ("migration of essure device: essure device was in my cervix prior to my hysterectomy/expulsion of essure device"). In (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (she underwent hysterectomy (full)/bilateral to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device expulsion, abortion spontaneous, pregnancy with contraceptive device, headache, urinary incontinence, dysmenorrhoea, abdominal pain and back pain outcome was unknown, the pelvic pain, female sexual dysfunction, dyspareunia, migraine and weight increased had not resolved, the vaginal haemorrhage, menorrhagia and nausea had resolved and the vaginal discharge was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, perforation, pregnancy with contraceptive device, urinary incontinence, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 227 lbs. Per pfs: she did not allege that essure caused birth defects. Per mr: insertion details: essure device placed in each fallopian tube. There were 2 coils visible on the left and 6 coils visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Most recent follow-up information incorporated above includes: on 28-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, abortion spontaneous, pregnancy with contraceptive device and pelvic pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.